Event description:
Report of a pump going into failure code 533:320:717:0000 during clinical use. The failure will result in an alarm and stop the channels in use. The pt's b/p reportedly dropped during the time it took to set up another pump. The pt returned to pre-incident status. No pt injury resulted.